Event description:
Spouse of home patient (hp) reports patient line of homechoice set was not priming completely. Hp requested machine swap. Per hp's spouse, no injury or medical intervention resulted from incident.